Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customers reported via phone call of issues with threshold suspend alarm. The customer states their blood glucose reading was 177mg/dl and their sensor reading was 58mg/dl. The customer also states receiving lost sensor alarms. Troubleshoot was conducted. The customer declined to continue troubleshoot. The customer states they had also received calibration error and sensor error. Nothing is being replaced or returned at this time.